Event description:
It was reported that during a da vinci-assisted malignant hysterectomy and salpingo-oophorectomy with lymphadenectomy surgical procedure, the surgeon could not control universal surgical manipulator (usm) 2 and 3. The usm 2 was holding a vessel sealer extend (vse) instrument, and usm 3 was holding the camera. The customer used the instrument release key (irk) to release the instrument. The customer replaced the instrument, but the surgeon was still unable to take control of usm2, nor the camera on usm 3. The intuitive technical support engineer (tse) reviewed the system setup, which showed that the left master tool manipulator (mtml) was controlling usm 2. The customer performed a system reboot. When the system powered back on, an error occurred against the mtml. The customer tried recovering from the error, but a message occurred stating that the mtml had been disabled by the system. The customer performed a system hard reboot. The system powered back on with the mtml error. The customer installed the instruments and was able to take control of all of the arms. There was still a message on the screen stating the mtml was disabled by the system. The caller stated that the mtml opto button was sticking and did not seem to be working/clutching properly when they would select it. On (B)(6) 2025, intuitive surgical, inc. (Isi) received user facility report 1900450000-2025-8012 stating: the davinci xi console clutch arm #4 malfunctioned, which caused the robotic arm to become frozen while clamp ed down on a vessel. After using the emergency release wrench it was safely removed and tech support was on the phone. Unable to keep the arm from sticking so the surgeon aborted the robotic procedure and converted to an open procedure. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during robotic hysterectomy and a robotic salpingo-oophorectomy. Troubleshooting was conducted, but the issue was not resolved through this process. There was no actual harm to the patient due to the system malfunction, but the unexpected necessity to perform an open procedure instead of a robotic one led to an extended and more difficult recovery for the patient. The system was inspected prior to use, with all safety checks performed, and no issues were noted during the setup. Post-procedural complications included a significantly more difficult and painful recovery due to the open version of the procedure. The conversion to an open procedure was necessary because of the robotic arm failure, the patient tolerated the conversion, with an extended recovery period. The issue has been resolved, as the malfunctioning part was replaced, which addressed the problem.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) attempted to reset the spring inside the gimbal, but even after resetting, the spring would slip back out of place, causing the clutch button to remain engaged unless it was firmly pressed back into neutral. The fse proceeded to replace the master tool manipulator (mtm)2 and reoriented the gimbal to the mtm2 per isi procedure. All system tests in data terminal equipment (dte) were successfully completed. The system was test-driven and the mtm2 was stress-tested with no issues. The cause was communicated to the customer, along with alternative methods to reposition the mtms using the clutch pedal on the foot tray. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The mtm2 was analyzed, and the error was found in the logs indicating mtm2 button appears pressed at startup, confirming the fault occurred in the field. Upon visual inspection, fa detected the opto buttons sticking that would be related to the reported event. The mtm was installed onto a golden system where the error was triggered during opto buttons calibration, replicating the reported event. Additional section a patient information: body mass index (bmi) 24.20 kg/m2 with a height of 60 inches.